Event description:
The main body delivery system was advanced via the right side. Difficult to advance, so the system was removed and they dilated with 7 and 8 balloon on right and left side. The physician attempted advancement on the right side again and significant resistance was noted, but continued to advance and the system "jumped". The delivery system was in place and the main body deployed. The contralateral limb and ipsilateral limb were placed. They pulled back on the delivery system and the pt's pressure dropped. Placed molding balloon on contralateral side to occlude aorta, shot retrograde contrast, no seal on ipsilateral side so they extended with iliac leg. They had correct overlap. They shot retrograde contrast again, still no seal. Discussed placing converter, but had not yet sealed with molding balloon on contralateral side. Went up with coda balloon and ballooned limb, but balloon was not all the way in graft and the iliac vessel ruptured. Since both iliacs were ruptured, the pt was opened up and the physician explanted the zenith components from the pt. Attempted to sew in graft and place pacemaker, but pt subsequently expired. Refer to 1820334-2006-00270.

Manufacturer narrative:
Evaluation: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or calcified or tortuous vessels. An evaluation of this event found that the iliac ruptures may have occurred during the advancement of the devices when significant resistance was met.